Event description:
Customer reportedly received results of hi (greater then 33.3 mmol/l) and 7.9 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported by a pt that they sustained pigmentation around the eyes after treatment with an aluma laser.